Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of the evaluation.

Event description:
Name of procedure being performed: ni. Detailed description of event: limited information available at the time of the report. "Customer stating that the cts02 trocar was found with hair wrapped around it." Patient status: na (no patient involvement). Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Detailed description of event: limited information available at the time of the report. "Customer stating that the cts02 trocar was found with hair wrapped around it." Additional information was received via email on 21sep2021 from the rga team, applied medical: "we have reached out to the customer three times without receiving a response".